Event description:
Pt reported, the up button on the infusion device does not function. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for eval. Additional info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.